Event description:
During a procedure in the left anterior cerebral artery (aca) and the left middle cerebral artery (mca), physician made one pass with a merci retriever v 2.5 soft and two passes with a merci retriever v 2.5 firm for the m1 occlusion. After the procedure the patient had a thrombolysis in cerebral infarction (tici). A hemorrhage was confirmed the next day and the patient expired 4 days post procedure. The physician does not relate the hemorrhage or the death to the devices, but to the natural course of the disease.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical analysis cannot be performed. However, patient outcome of death and patient complications are noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During a procedure in the left anterior cerebral artery (aca) and the left middle cerebral artery (mca), physician made one pass with a merci retriever v 2.5 soft and two passes with a merci retriever v 2.5 firm for the m1 occlusion. After the procedure the patient had a thrombolysis in cerebral infarction (tici). A hemorrhage was confirmed the next day and the patient expired 4 days post procedure. The physician does not relate the hemorrhage or the death to the devices, but to the natural course of the disease.